Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported; the patient touched a bare wire of a coffee machine and received a shock from the wire. Following the shock, the device longevity was varying on the mobile application. Technical support was contacted and it was noted there were no issues and the event was resolved. The patient was stable.

Event description:
Additional information was received indicating no diagnostic anomaly was observed, the remote monitoring application does not display a battery life percentage and that the patient likely was confusing their phone battery.